Event description:
Hcp reported that during the implant procedure a small piece of foreign material (possibly collagen) was found on the valve housing. The piece is being returned for analysis and the conduit was successfully implanted.